Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, haze was reported resolved. Patient is tapering off the steroid medication. Patient will continued to be monitored.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with rare corneal haze in the left eye approximately three months post photo refractive keratectomy (prk). Topical steroid dosage was increased. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.